Event description:
The event is reported as: the surgeon is not satisfied with the recent clinical performance of the aortic punch. The surgeon states that the aortic punch has failed to produce a single clean cut. No pt injury or intervention reported.

Manufacturer narrative:
Sample is not available for evaluation per the initial report. The results of the investigation are not available at the time of this report.